Manufacturer narrative:
H3 and h6: the customer wanted to have assistance to recover the log files following a patient death. The patient was connected to a mx750 bedside patient monitor and an intellivue x3. The customers biomedical engineer confirmed that the unit was not a factor in the patient¿s death. The customer biomed tested the monitor and it was working as intended. A philips field engineer went to the customer site and obtained alarm audit log files the central station (pic ix) via the support tool. The monitor is working as expected, no issues found. The investigation of the intellivue x3 is handled in a separate complaint (B)(6). There was no product malfunction. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer requested to recover the logs. A patient passed away whilst connected to device